Event description:
Customer reported to have had button malfunction during bolus. Customer's blood glucose was 142 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
Insulin pump had a no button response due to corroded keypad traces. No unexpected numbers ramping or scrolling on their own noted. Unable to verify battery out limit due to button or keypad anomaly. No frozen screen noted. Insulin pump received with cracked display window corner, battery tube threads, reservoir tube lip and minor scratches on display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.